Manufacturer narrative:
No product has been received as of 01/13/2010. If product is returned, analysis will be conducted. Complaint history yielded no other complaints for the lot reported. Device history review was conducted to include final release testing, in process testing and testing of lot sample retains. No anomalies noted.

Event description:
Customer states that she was giving herself an injection on (B)(6) in the right leg. She states the needle detached and stayed in her leg. On (B)(6), she had the needle surgically removed. She was an outpatient.